Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging. They were unable to charge and they stated that they were seeing the 27 minutes on a count down clock. It was indicated that the last time the patient was able to successfully charge their device was three to four weeks ago and their reason for not recharging was due to non-compliance. An email was sent to local reps as the patient¿s device was overdischarged and they wanted to meet with a rep to help them jumpstart it as they were having an MRI tomorrow. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep met with the patient and the ins was overdischarged. The rep did a por reset/clear and the issue was resolved. The patient was now able to charge and go forward with an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.